Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs/medical records. Visual examination of the returned products identified the glenoid base has some wear and damage. The humeral head has worn the glenoid base off-center as well as some wear to the bottom posts of the poly. There is some damage to the threads of the insert of the glenoid base. The nano has some porous worn off. The taper of the nano also shows signs of damage. The nano shows very little bone growth. The regenerex post shows more signs of bone growth. The threads on the post were not checked as they show signs of heavy damage. The taper adapter shows sign of wear and damage. The versa dial head taper does not show any signs of damage. Device history record (DHR) was reviewed and no discrepancies were found. Medical records/radiographs were provided and review of the available records identified the following: the initial postoperative image demonstrates normal positioning and integration of the humeral component. The radiolucent glenoid component is fixed with a pin. Surgical drain in place. Likely injected contrast in the glenohumeral joint space. Bones appear well mineralized. The 2nd image taken on 09/29/2019 demonstrates malalignment in which the humeral component is superiorly positioned at the glenohumeral joint space. Also noted is joint space narrowing superiorly in the glenohumeral joint space. The flat screw head/top surface of the glenoid component has disassembled and is displaced, positioned along the inferior margin of the humerus hardware component. Small rounded radiodense bodies are seen inferior to the glenohumeral joint space, either small fractured bodies or contrast. Root cause was unable to be determined, however, there are indications of bone cement not having been used. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported the patient was revised.

Manufacturer narrative:
(B)(4). Concomitant medical devices: pt-113950 pt hybrid glen post regenerex 229790; 113952 sm hybrid glenoid base 4mm 709970; 118001 versa-dial/comp ti std taper 612890; 113032 versa-dial 42x18x46 hum head 9265900' foreign- (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 03895, 0001825034 - 2020 - 03896, 0001825034 - 2020 - 03897, 0001825034 - 2020 - 03898.

Event description:
It was reported that the patient is being considered for a revision procedure due to significant loosening of the hybrid glenoid component and disassociation of glenoid post to the glenoid base. No revision has been reported to date. Attempts have been made and no further information has been provided.